Manufacturer narrative:
Per evaluation conducted by the manufacturing site: the customer's description of the defect was confirmed. Since it was manufactured in 2020, the warranty period has expired. The IFU describes in detail that a function test for operability and a visual inspection for damage must be carried out before use. During the examination, various defects were found, such as wear on the housing, blade, lid and plug, which could cause the transmission to be affected by a loose connection, resulting in a loss of image. Therefore, the most likely cause here is an operating error in which the instructions for use were not followed. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility on oct-7-2024, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the unit does not have an image. When you plug it in a question mark is on the screen when you click the info button it doesn't show a blade is connected. This was an emergency department setting. The patient almost died. They had to rush another d-blade from another department to save the patients life. The procedure was an emergency intubation, and according to the information the doctor was able to complete the procedure using a back-up device, after the patient almost died due to lack of oxygen. The delay to the procedure was stated as many minutes.